Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018 the patient underwent the mitraclip procedure. On (B)(6) 2019 and on (B)(6) 2019, the patient was re-admitted to the hospital with heart failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported heart failure could not be determined in this complaint. The reported patient effect of worsening heart failure as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018 the patient underwent the mitraclip procedure. On (B)(6) 2019, the patient was re-admitted to the hospital with heart failure. Subsequent to the previously filed report, it was noted that the patient was treated with intravenous bumex for the heart failure. No additional information was provided.